Manufacturer narrative:
The top level and component level device history records were reviewed and no anomalies were found related to this complaint. The investigation could not be completed, no conclusion could be drawn as no product was returned.

Event description:
Pt status post plate and screw implantation of the 5th metatarsal on (B)(6) 2011 returned to surgeon in (B)(6) 2011 for f/u visit. X-rays showed all hardware intact with healing. Pt returned to surgeon on an unk date complaining of onset pain. X-rays showed two broken screws and a non-union. Pt returned to operating room on (B)(6) 2011, all hardware removed and revised to new plate, screws and bone graft. This is one of six reports for this event.